Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm, vicm5_12.6, -11.00 diopter, implantable collamer lens stuck in cartridge or injection system. Intraoperatively the lens was removed and replaced with no patient injury and the problem resolved.